Event description:
It was reported during an unknown procedure that the clip did not feed to the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 06/25/2008. Dropping/ejected clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, however after the forth firing, the remaining clips were ejected. The instrument lock was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.